Event description:
Paramedics responded to a person in cardiac arrest and bystander CPR. The medic placed the paddles on the pt and determined the pt's rhythm was shockable, but according to the reporter, the device would not charge when the charge button was pressed. The reporter, already at the scene with an AED, connected it to the pt with disposable defibrillation/ECG electrodes and pressed the analyze button. The device advised and delivered a shock and the pt's rhythm converted to asystole. Drugs were administered and the pt transported to the hosp, but the pt's rhythm remained in asystole. The reporter indicated the pt's death did not result from the device use because the pt was not viable.

Manufacturer narrative:
Reporter stated a third party biomedical repair service replaced the device's therapy connector and a set of hard paddles because of damage to the connector. Medtronic reviewed info recommending using cable shields and daily testing, includng visual inspection of paddles.